Event description:
This report was received after a lens tracking document was returned. The surgeon reported that a 63 year old man undergoing cataract extraction and subsequent lens implant in the left eye had a model 920 lens implanted in the capsule. The surgeon was attempting to center the lens, which she commented was very slippery, with a sinskey hook. The lens slipped, turned sideways, and went through the capsule into the vitreous. One of the haptics broke while attempting to retrieve the lens. The broken haptic was retrieved but the rest of the lens remained in the vitreous until june 29, 1998 when a retinal specialist removed it in a second operation. The original surgeon had spoken to the retinal specialist by phone as of july 15, 1998 the man was recovering without problems. The surgeon said she didn't think there was a lens problem, just that all foldable lenses were slippery and manipulation was difficult in this case with the folders she was using. The lens was not returned to pharmacia & upjohn.